Event description:
During a ptca treatment procedure, the maverick2 monorail 9x2.0mm balloon was inflated to four atms, then could not hold pressure. The physician pulled the maverick2 monorail balloon back and again attempted inflation, but the balloon could not hold pressure. The maverick2 monorail balloon was removed from the pt and a pinhole leak was detected at the proximal end of the balloon. Another of the same type was used to successfully complete the procedure. No pt injuries or complications were reported.